Event description:
Event description boston scientific crm received info that the pt with this implantable cardioverter defibrillator was found expired in his home. Post mortem device interrogation was not performed, and no autopsy was performed. The death certificate listed "arrhythmia" as the cause of death. This pt had participated in a device study, and as such, the physician has elected to exhume the body so that the device can be interrogated. The physician is concerned that the device did not work appropriately.

Manufacturer narrative:
Not returned. Event conclusion to date, the results of the post mortem device interrogation are not known. Upon receipt of this info, an additional report will be submitted. This device is not included in an advisory population.